Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate an electrocardiogram (egm) that showed evidence of far-field over-sensing from the right ventricular (rv) lead. Ts provided programming options to resolve the event. Information has been requested regarding the specific lead details, but a response has not yet been received. At this time, the rv lead remains implanted and in-service.